Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD) is experiencing bouts of syncope. It was also noted that this patient has complete heart block. Upon interrogation of the device, intermittent loss of capture as well as intermittent impedance measurements of >3000 were noted. It was reported that the atrial lead diagnostic measurements were normal. It was further reported that although the device has migrated posteriorly, a chest x-ray revealed that there was sufficient lead redundancy.